Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, pace testing, ECG testing, impedance testing, and bench handling without duplicating the report. The device was recertified and returned to the customer. It is important to note the inability to obtain capture is not an indication of a device malfunction as this is also influenced by the patient condition or the settings being utilized by the user. The clinical file was not available for review. No trend is associated with reports of this type.